Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The insulin pump was received with cracked display window corners, cracked battery tube threads and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump alarmed button error; they were unable to clear the alarm. Customer's blood glucose was unknown.